Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient faced 6 infusion sets cannula crimped events on (B)(6) 2024. The insertion site was waist. The infusion set has been used for 1 day. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 6. E1: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.